Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2017, it was reported that device was not functioning properly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet taiwan has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by zimmer biomet taiwan on july 7, 2017 revealed that there was no previous history for this serial number (B)(4).the device was sent with no width plates and hose. The motor speed was within specification as per requirements. However, it was revealed that the device was out of calibration at zero setting only. Repair of the air dermatome was performed by zimmer biomet taiwan on july 7, 2017 which included replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, ,external ring, external e-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was unconfirmed since during initial inspection it was revealed that the motor speed was within specification as per requirements. However, it was revealed that the device was out of calibration at zero setting only. The root cause of the reported event could not be specifically determined since during initial inspection it was revealed that the motor speed was within specification as per requirements. However, it was revealed that the device was out of calibration at zero setting only. The reported problem was resolved with the replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external ring; external e-ring .the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that during surgery the device was not functioning properly and catching the skin and blocking". The harvested graft was unusable and an additional graft was required from the patient. No adverse events have been reported as a result of the malfunction.